Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2 and 3: 1701. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab was inserted into the pt on 6/6/97. After iabp for ten hours, the "blood detected" alarm sounded from the pump and the iab leaked. The iab was removed and a second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event - rpt'd 6/13/97, 6/25/97. Pt current status: discharged - rpt'd 6/13/97.